Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had buttons unresponsive. The customer¿s blood glucose level was 350 mg/dl. Customer stated that buttons were unresponsive and time advances. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive down button due to unlocked lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button.